Event description:
The user facility reported a 72-year-old male patient was implanted with an impella device for mechanical circulatory support. After a purge bag change, fluid was seen dripping from the junction of the purge system and pump. The fluid leak coincided with a drop in purge pressure and a purge filter bypass was subsequently completed to resolve the noted issue. There was no harm to the patient.

Manufacturer narrative:
The returned sidearm was visually inspected and a crack was observed in the yellow luer. A syringe with colored fluid was connected to the sidearm, light pressure was applied, and a leak was reproduced from the yellow luer. The cause of the purge leak was sidearm yellow luer damage. No bicarbonate reported in the patient case or the patient update details. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.